Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported low power could not be confirmed. The fse performed device inspection and found that the console was operating normally. Investigation was unable to identify any damage related to the reported allegation. Since the investigation findings clearly confirm that there was no problem with the device, the conclusion code selected is device problem excluded.

Event description:
It was reported that the device had low energy during daily inspection. There was no patient involvement.

Event description:
It was reported that the device had low energy during daily inspection. There was no patient involvement.